Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The review of charging log confirms a low charge of current resulting in a low battery voltage which is a known factor that may contribute to charging difficulty. However, a labeling review found that the reported events of pain at the implant site were likely due to the possible ipg migration and was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause was due to a known inherent risk of implanting the device.

Event description:
It was reported that the patient was having pain at the ipg and anchor site. The patient was reprogrammed but only used a program with low amplitude as turning it up too high also caused increasing pain at the surgical sites. The patient felt the ipg was not sitting the way it should be due to a non-related weight loss which resulted to charging difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having pain at the ipg site. The patient was reprogrammed but only used a program with low amplitude as turning it up too high also caused increasing pain at the surgical sites. The patient felt the ipg was not sitting the way it should be due to a non-related weight loss which resulted to charging difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively.